Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® lithium heparin 75 usp units blood collection tubes had low draw.